Event description:
Affiliate reported that after 3 days of sickness, the child was admitted to the hospital ward. The valve was adjusted to a pressure of 30 mm h2o, and it was not possible to change the adjustment. Therefore, they decided to explant the valve and replace it with a new one.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The investigation revealed that due to the amount of biological debris seen throughout the device, it was not possible to see if the cam mechanism moved or not; therefore, the device could not be tested for programming. An occlusion was noted, but once the ruby ball was popped free and retested the device flowed normally. The apparent root cause of the device failure was due to biological debris seen throughout the device. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.